Manufacturer narrative:
Driveline faults were captured under MFR#: 1018233-2023-01124. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported gastrointestinal (gi) bleeding and possible pump clot could not conclusively be established through this evaluation. Additionally, analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation as the patient remains ongoing on the ventricular assist device (vad) support. Based on past experience with the heartmate ii lvas and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained events from 17feb2023. Silenced driveline fault alarms associated with yellow wrench advisory alarms were observed throughout the duration of the file. There was no interruption in pump function. The pump appeared to operate as intended and remained at or above the low speed limit for the duration of the file. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and bleeding as adverse events that may be associated with the use of the hm ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The ¿alarms and troubleshooting¿ section of the patient handbook contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline.¿ however, all hm ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with possible pump clot and acute blood loss anemia due to probable gastrointestinal bleeding. They had supratherapeutic international normalized ratio (inr) of 4.8, hemoglobin of 8.3 from baseline of 13, lactate dehydrogenase (ldh) level of 161, and urinalysis was noted to be without blood. Colonoscopy was done and no active bleed was identified nut polyps, that were thought to be the source of the bleeding, were removed. The pump clot was not confirmed. There were no changes to patient condition or anticoagulation status that may have contributed to the clot and no recent changed to pump parameters were noted. Computed tomography (CT) or any other diagnostic testing was not performed to confirm the clot. Both the clot and bleeding were self-limiting and resolved on its own. The log files contained previously documented driveline faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.